Event description:
It was reported that a pt enrolled in a (B)(4) clinical study underwent a x-stop procedure at 2 levels. Subsequently, the pt complained of return of weakness in his legs and increased pain in his back. A posterior lumbar laminectomy with medial facetectomy, foraminotomy of l2, l3, l4, l5 and instrumentation at l2-l5 was performed and the x-stop implants were removed. Following the laminectomy, the pt reported some post-operative pain and no add'l complications were noted. Up to the point of explant, the x-stop had fulfilled its intended purpose with no reported movement of the device. No add'l info was provided.

Manufacturer narrative:
Method - other; device not returned, f/u conversation with company rep.